Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional via a company representative. It was reported that the patient's pain started the day before the (B)(6) 2016 refill. At the (B)(6) 2016 refill, a volume discrepancy was observed. The expected residual volume was 7 ml's and the healthcare professional was unable to aspirate any medication from the pump reservoir. The healthcare professional believed the reservoir was empty. The pump was then refilled, and the plan was to check the patient's volume at the next refill. The company representative did not know when the next refill was scheduled; however, they thought the pump was filled approximately every 4-6 weeks. If a subsequent volume discrepancy occurred, additional troubleshooting would be performed. The company representative was not aware of what this troubleshooting would entail at the time of report. The cause of the discrepancy had not been determined.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative in regard to a patient receiving hydromorphone 500 mcg/ml at 100 mcg/day via an implantable infusion pump. The indication for use (IFU) was listed as non-malignant pain. Overinfusion was alleged. At a pump refill on (B)(6) 2016 the expected residual volume (erv) was 8.8 ml and the actual residual volume (arv) was 0 ml. The patient complained of pain. The onset was asked, but unknown. The pump was last refilled on (B)(6) 2016 and the healthcare professional could not recall any issues with that refill. This was the first reservoir volume discrepancy for the patient¿s pump

Event description:
Additional information was received from a healthcare professional via a company representative. It was reported that the patient had two refills since the initial event and there have been no additional volume discrepancies. The company representative was in the office on (B)(6) 2016. No further troubleshooting or actions have been taken. The cause of the issue is unknown, but appears to be resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.